Event description:
During cervical dilatation and hysteroscopy, uterine perforation suspected. Procedure aborted after serial cervical dilation to approx 7mm and placement of hysteroscope. Intra-operative consult to assist with diagnostic laparoscopy detected a small perforation approximately 1 cm in diameter along the posterior cervix near the lower uterine segment. No bleeding noted; small amount of blood aspirated with copious irrigation. Procedure aborted at this point.